Event description:
It was reported that mapping numbers on a right atrial leadless pacemaker (lp) were unsatisfactory during implant. The lp was removed from the body. Upon inspection, it was discovered that the helix had become stretched. It was removed and a new lp was used to complete the procedure. Patient was stable with no consequences.